Event description:
It was reported that the right ventricular lead exhibited low impedance, noise and oversensing. Pacing inhibition occurred as a result of oversensing. No intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.